Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, while in use on a patient, this 840 ventilator lost power and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by a medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 evaluation codes were updated due to additional information received. Method code (annex b): remove b17 and add b13 result code (annex c): remove c20 and add c13 component code (annex g): remove g07003 and add g07001 h3: it was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, while in use on a patient, this 840 ventilator lost power and ventilation stopped. The ventilator was not made available to medtronic for evaluation. The third party service personnel evaluated the unit and reinstalled the power supply module. Also, third party service personnel replaced the battery as it reached end of its service life. It was informed that unit was in normal working condition. Since medtronic did not have access to the ventilator the cause of the event could not be established. However, since the customer reported that after reinstalling the power supply module and replacing the battery, the ventilator was working, a potential cause of the event may be that there was a transient communication issue with the power supply module or associated connections which was resolved when the module was removed and reinstalled, or a loss of external power and the ventilator was unable to switch to battery power. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.